Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. Lead insulation degradation was observed at 4.5 cm from the connector pin.